Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: explantation reason currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
A cpx4 with suture tabs medium height smooth expander was received by the mentor product analysis lab with no accompanying information. The device could not be associated with an existing complaint. Analysis on the device has begun, but is not complete at this time. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a tissue expander is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. In addition, after secondary review, mentor became aware that the initial reporter was omitted in the initial report. Applicable entry fields in section e have been updated. Device evaluation summary: upon visual evaluation of the device, a tear was observed at the union between shell and suture tab at 6 o¿clock position, also the device was received with blue coloration. Microscopic examination was performed, and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this (B)(6) lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).